Manufacturer narrative:
Device alarmed pump error 130 during motor rewind. After further review of the device's interior, did not note any previous moisture presence, corrosion, rust, or mold on any of the boards, cables, and assemblies. The motor was tested outside the device, and it failed. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion tests due to the pump error 130.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the tank piston continues not to recognize the absence of the tank and did not refill properly. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.